Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the reported issue could not be confirmed. The unit was tested for timing and accuracy and the readings were found to be within specification. This complaint will be used for tracking and trending purposes.

Event description:
The customer states that the unit feeds too fast. There was no patient harm.